Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 25 mg/ml at a dose rate of 8.731 mg/day via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported that multiple motor stalls and recoveries occurred since (B)(6) 2019 with one stall taking 12 hours to recover. The stall that occurred on (B)(6) 2020 has not recovered to date. The patient did not recently have magnetic resonance imaging performed. It was noted that electromagnetic interference or magnetic resonance imaging was ruled out as the cause of the stalls. They were considering the next steps. The company representative was to confer with the hcp. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported patient code and evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jan-27. It was reported that the patient had withdrawal symptoms. Logs were read to see if the pump restarted, and it had been stalled the last time for 48 hours. The cause was not determine nor was it resolved. The device was explanted on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.